Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a connection issue related to dust or other foreign matter adhering to the video connector part. Instructions for use (prevention): connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue could not be duplicated. No other issues were found during the device evaluation. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported an intermittent image loss on the cv-190 display and an e315 unsupported scope error code occurred during a procedure. No patient harm or injuries were reported. No additional information has been obtained.